Event description:
It was reported that during a laparoscopic lobectomy, when the device was in and out of the trocar, the distal part of the trocar was partially cracked. The surgeon stopped the operation in time, removed the fragment from the body, and replaced with a new trocar to continue the operation. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: please confirm, did a piece or pieces fall into the patient? If yes, were they retrieved? If yes, are they being returned with the device? If not, were they disposed of? Were there any patient consequences? If yes, please describe. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Manufacturer narrative:
(B)(4). Date sent: 2/15/2022. D4: batch # v95c6r. H2: additional information received: please confirm, did a piece or pieces fall into the patient? If yes, were they retrieved? If yes, are they being returned with the device? If not, were they disposed of? Were there any patient consequences? If yes, please describe. -all answers above are unobtainable. Once there is any update, we will update the information. Investigation summary a b12lt device was received for evaluation. Upon visual analysis of the returned sample, it was determined the b12lt device was received with the sleeve cracked. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.